Event description:
It was reported that the patient underwent a stenting procedure to treat a target lesion in the heavily calcified mid right coronary artery. The physician performed pre-dilatation using a 2.0 x 12 mm trek dilatation catheter and a 2.5 x 15 mm trek dilatation catheter. The 2.75 x 15 mm xience xpedition was advanced into the patient anatomy; however, due to the patient anatomy the device was unable to advance. The device was removed without difficulty. The physician then used a 2.5 x 10 mm non-abbott atherectomy device. The same 2.75 x 15 mm xience xpedition was then re-advanced into the patient anatomy; however, it was still unable to advance and was removed without difficulty. A non-abbott guide liner extension was then advanced and another attempt was made to advance the same 2.75 x 15 mm xience xpedition. During advancement, the proximal shaft of the xience xpedition separated at a location outside the anatomy and all separated segments of the stent delivery system were removed without difficulty. No additional stenting attempts were made. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4): re-insertion. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use, states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter.